Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented remote via merlin.net with false pause episodes. Review of stored electrocardiograms confirmed presence of false pause egms due to undersensing. It was suspected that undersensing could be due to loss of contact in pocket. Recommended programming changes were made. Patient is stable.